Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm (air in line) on the homechoice (hc) unit during dwell 6/6. The home patient (hp) stated the line fell from the bag and disconnected. The technical service representative (tsr) advised the hp to notify the peritoneal dialysis (pd) nurse. On (B)(6) 2010 (B)(4) spoke with the hp who stated he was asleep when the alarm occurred so he was not sure what happened. The hp confirmed he uses a compact exchange device (cxd) to assist him with spiking his bags. The hp stated nothing like this has ever happened before and he has had no issues since. The hp stated he visually inspected his supplies and saw nothing unusual. The hp confirmed he set up as normal the night of this incident and is always careful and diligent with checking everything before he begins his therapy. The hp confirmed he was doing fine with therapy and feeling fine as well. No additional information is available at this time.

Event description:
The hospital contacted the baxter sales representative and reported that 4 units of lot number 09i03s presented broken fibers. There was no patient injury. The facility was contacted and indicated that 2 out of the 4 samples were reused. The number of reuses is unknown.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained from baxter's investigation, the cause of the se 2240 was due to air being sucked into the disposable after the spike connector disconnected from one of the supply bags. The home patient (hp) stated the line fell from the bag and disconnected. The lot number is unknown; therefore, a batch review was not performed. The homechoice apd systems patient at-home guide instructs users to check the connections for secure fit. This review finds the labeling adequate for the potential use error(s) in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).